Event description:
It was reported that during a coronary stent procedure, difficulty was encountered removing the balloon catheter from the stent following post dilation. The balloon catheter was eventually removed without incident. Patient status is listed as "okay".